Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: * were there any patient consequences? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a high ligation and stripping of the great saphenous vein in the right lower limb procedure on (B)(6) 2025 and suture was used. The patient has been worsening due to the tortuosity of superficial blood vessels in the right lower limb for over five years. The patient came to the hospital at 10:30 am and was diagnosed with right lower limb great saphenous vein varicose veins. Surgery was performed and suture was used during the operation, but it broke. The medication was immediately stopped and a new suture was replaced. There were no patient consequences reported. Additional information was requested.